Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had not used or charged the device in months, but didn¿t know how long. The rep reported that the patient couldn¿t charge or turn of the device on. The rep reported that they attempted interrogation with the clinician programmer which was unsuccessful and the patient programmer and recharger weren't connecting. The rep reported that an overdischarge was confirmed. The rep reported that a physician mode recharge (pmr) was attempted twice and not successful. The rep reported that the patient did not currently know if she would have the ins replaced due to financial concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.